Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. It turns out the power cord was bad. The customer replaced the power cord and charged the battery to resolve reported problem. The device successfully pass performance specification testing after the repair was completed and was put back into service.

Event description:
The customer called into technical support (ts) reporting that the device has a faulty battery. Charged battery and would not power on. Inquiring on battery warranty. The customer reported there was no patient involvement at the time the issue was discovered. It was during pre-use set up without delay. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer left the device charging overnight, unplugged and tried to power on. Voltage level was at appx 7 volts when plugged in. The customer replaced the battery to resolve reported problem. The device successfully pass performance specification testing after the repair was completed and was put back into service.